Event description:
Had essure procedure. Since this procedure I have had constant pain in lower back, abdomen pain and pelvis pain in addition to migraine and chronic fatigue. I did not have these issues until after having the essure procedure. Also since essure procedures, I have had to deal with really bad and persistant feminine odor that I've never had or experienced before having the essure procedure.